Manufacturer narrative:
Result: foot-end cover sliced power coil cord.

Event description:
It was reported that the plate cover moved because the screw from the gas cylinder was bent which caused the power coil cord to split in half. There was pt involvement. However, no adverse consequences were reported.